Event description:
In 2007, it was reported to boston scientific corp. That a sphincterotomy procedure using an ultratome xl sphincterotome was performed a week earlier. According to the complainant, when "electricity was given to cut the papilla, a little flame (occurred) and the wire burned through." A second ultratome xl sphincterotome device was successfully used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed: the cutting wire was bent and broken approximately 13 millimeters from the distal pierce hole; and the broken ends of the cutting wire appeared melted and blackened, indicating that excessive current flowed through the device. (See figure 1 & 2) a functional evaluation confirmed that actuating the device handle resulted in a corresponding movement of the proximal end of the cutting wire. Electrical continuity between the device connector and the proximal end of the cutting wire was verified to be intact. The cause of the excessive current is unknown, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been recorded for the same lot. The september 2007 15-month ultratome xl sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.